Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being relayed to correct an omission in the previous report MFR-0001038806-2020-00221.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Weight unknown / not provided. Summary investigation.

Event description:
It was reported that the doctor could not place the dental implant due to lack of primary stability. The tooth site was grafted and left for healing.